Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed between (B)(6) 2017. Cartridge change sequence completed on (B)(6) 2017. There were no irregular bolus requests made. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that had experienced ongoing, intermittent low blood glucose (bg) levels. The past bg levels were not reported and details about the past low bg was not provided. The contact thought that the low bg may be due to adjusting to pump therapy. The current low bg (78-84 mg/dl) was treated by consuming food that was provided by a school nurse. Tandem technical support advised the contact to discuss the low bg events with a healthcare provider.